Event description:
A customer reported the control panel arm will not lock in the horizontal plane of their epiq cvx ultrasound system while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue.

Manufacturer narrative:
A philips service engineer evaluated the system and removed the swivel lock magnetic piston and cleaned excess grease from the piston to resolve the customer¿s issue.